Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and was unable to verify the reported issue. The service agent did observe that when the active battery is almost discharged, and the device is prompted to charge defibrillation energy, before the active battery switches to a second battery, the low battery can be depleted until the device will loose power. After charging the battery and performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A customer contacted physio-control to report that the display of their device turned black when charging for a defibrillation shock, during a cardiac arrest. The batteries had to be removed and reinserted in order to reboot the device. In this state, the device would not be able to provide defibrillation therapy, if it were needed. The event occurred on a (B)(6) male patient. The patient outcome was not reported.

Manufacturer narrative:
After further investigation, physio-control has determined that the likely cause of the reported issue (device lockup) was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected. The observed lockup issue will be addressed as part of corrective action number 3015876-12/28/2018-001-c.

Event description:
A customer contacted physio-control to report that the display of their device turned black when charging for a defibrillation shock, during a cardiac arrest. The batteries had to be removed and reinserted in order to reboot the device. In this state, the device would not be able to provide defibrillation therapy, if it were needed. The event occurred on a 37-year-old male patient. The patient outcome was not reported.